Event description:
It was reported that the physician is concerned about pacemakers going to vvi at 65 beats per minute when devices are at elective replacement indicator (eri). The physician believes that this exacerbates heart failure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): analysis of the device revealed normal battery depletion.